Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated ablation catheter the catheter leaked fluid. During the procedure they noticed the catheter was leaking fluid from the connection luer on the irrigation tubing. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated ablation catheter, the catheter leaked fluid. During the procedure they noticed the catheter was leaking fluid from the connection luer on the irrigation tubing. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.